Event description:
A 2.5 mm diameter x 30 mm length endeavor rx stent delivery system was inserted into a patient for treatment of an unknown lesion. The lesion morphology is moderate tortuosity with severe calcification. It was reported that the physician was unable to cross the lesion. The device was successfully removed from the patient. Upon receipt of the device, it was found that the catheter was broken into two pieces. No further details have been received. There was no serious injury reported to the patient. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Evaluation summary: medtronic has received the device and its analysis has been completed. The hypotube was broken and the proximal section of the hypotube with the strain relief and luer was not returned with the device. The hypotube was broken 34.5 cm proximal to the proximal side of the double exit markers. The stent was not present on the returned device and it was not provided for evaluation. There was dried blood on the distal shaft and on the balloon of the device. The balloon of the device was still folded although the proximal balloon folds were slightly disturbed. The distal and proximal balloon pillows were present on the device. Stent crimp impressions were evident on the balloon between the balloon pillows, indicating that the stent had been correctly crimped onto the balloon. Visual inspection of the site of detachment on the hypotube showed no sign of kinking of the "fish-mouthed" characteristics that would be typical of a hypotube that had been kinked and then re-straightened prior to the shaft breaking. Based on the clean cut, the absence of a kink at the point of detachment and the pinching of the hypotube at the point of the detachment, it appears more likely that the shaft was cut through with an instrument in order to remove the strain relief and the luer. Based on the break point of the shaft, it appears the shaft was cut and would not have been inside the patient's body when detachment occurred. It is unknown whether this was done accidentally or intentionally. The target lesion is reported to have been located in a moderately tortuous vessel that exhibited severe calcification. Communication from the account indicated that the stent had been present on the device post removal from the patient but the physician washed the stent, and the stent came off the balloon. The physician discarded the stent. The account has also confirmed that the luer and strain relief "detached" from the device, and they were discarded by the physician.